Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted. Difficulty was experienced when trying to pass the guidewire through the lead. Great force was required and the physician suspects the lead became fractured. The lead was not used and another lead was successfully implanted. No adverse patient effects were reported. The attempted lead is expected to be returned for evaluation.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned intact and not severed. Visual inspection noted blood/body fluid in the lumen when is normal for open lumen leads. Resistance tests were completed to assess lead electrical performance; measurements throughout these tests were within normal limits. A 0.014 guidewire was inserted without issue into the lead lumen confirming no blockage in the lumen. Analysis was not able to confirm the clinical observations as the lead met specifications during analysis.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted. Difficulty was experienced when trying to pass the guidewire through the lead. Great force was required and the physician suspects the lead became fractured. The lead was not used and another lead was successfully implanted. No adverse patient effects were reported. The attempted lead is expected to be returned for evaluation.